Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, the injector scratched a lens on delivery. Plunger tip damaged was noticed. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens and plunger tip damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).